Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cq75104 pta balloon dilatation catheter allegedly experienced material rupture and burst container or vessel. This information was received from one source. This malfunction involved one patient with no patient consequences. The 58 year old male patient and weight was not provided.

Manufacturer narrative:
H10: the lot number for the reported malfunction was provided, therefore, a lot history review was performed. The device was returned for evaluation. Therefore the investigation is confirmed for catheter rupture and inconclusive for balloon rupture. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H10: g4. H11: b5, h6 (device, results). H11:section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The lot number for the reported malfunction was provided, therefore, a lot history review was performed. The device was returned for evaluation. Therefore the investigation is confirmed for fracture and inconclusive for material rupture. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cq75104 pta balloon dilatation catheter allegedly experienced material rupture and fracture. This information was received from one source. This malfunction involved one patient with no patient consequences. The (B)(6) year old male patient and weight was not provided.